Manufacturer narrative:
This event occurred sometime in 2016. Catalogue # possible product codes: 7n8391, 2c6204 or 2c5604. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with an access device during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.